Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a delta valve in (B)(6) 2015. Reportedly in (B)(6)2015, after the operation, the patient's ventricle was not shrinking and the patient began to have dysphasia, unclear thinking, and incontinence. According to the report, the initial doctor believed that the catheter was blocked. However, it was reported that another doctor suggested that the patient press the valve a hundred times and their symptoms will improve. It was also reported that the patient's dysphasia and unclear thinking improved after the pressing but the patient was still having incontinence.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. It was later reported that the patient's catheter was working normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.